Event description:
Three separate pts underwent ptca/stent placement procedures each with femoral stick being closed with duett pro. The duett pro deployment procedure for each pt was uneventful and hemostasis was originally achieved in each case, however each pt developed >6cm hematoma 20-30 minutes post hemostasis. Resolution of the hematomas was achieved with an additional 20-30 minutes of manual compression with no additional sequelae. After the procedures were completed, it was noted that the product had been stored in an eniroment obove the labeled 25c temperature for an undetermined amount of time.